Manufacturer narrative:
The user facility reported the blade broke prior to use in a clinical procedure. The DHR for the blade assembly (part # e4003abc25) for the subject lot of blades (009) used in the finished sterile device lot for mxb-25 (450313) was reviewed. The inspection and certified test results were in conformance to specifications. A visual inspection of the returned blade was performed. The blade was fractured. The inspection indicated there were minor surface scratches at the tip of the blade. The blade also exhibited a deep scratch in the area proximal to the fracture. The root cause of the scratches could not be determined. Risk assessment was performed as part of a safety and efficacy evaluation. The predominant failure mode is a complete fracture. When ultrasonic surgical blade breaks, the fracture is clean. The blades do not shatter or splinter upon breaking. The subject event occurred prior to the start of a surgical procedure. Therefore, with the subject event, there was no risk to a patient. If the event was to recur during a procedure risk is mitigated by the fact that the fracture is complete with no shattering or splintering. Risk if further mitigated by the fact that surgical suites are equipped with extra equipment and surgeons use loupe-fitted eyeglasses and microscopes during surgical procedures to be able to find the fractured piece of blade. In this subject report, the malfunction occurred prior to the surgical procedure during priming. If the defect were to recur during a surgical procedure, delay in treatment is mitigated by the fact that our IFU provides instructions to have back-up equipment protocols with other ablative tools to minimalize delay in treatment. No clinical event was reported by the user facility. Trend analysis for broken blades on part # 4003abc25 for a running year from 101/14/2015 to 01/14/2016 indicates that no other complaints were received from broken blades. Conclusion: the root cause of the blade brake is indeterminate. The trend analysis and device history record review does not indicate a manufacturing defect or material defect is the root cause.

Event description:
When attempting to prime the bone scalpel, surgeon pressed down on the foot pedal to activate and the blade broke off in the air-one portion landing on the ground. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).